Manufacturer narrative:
The ge field engineer (fe) found a blown 2-amp fuse. When the fe replaced the fuse, it was verified that the locks were performing according to specs.

Event description:
It was reported that the table locks did not actuate, causing the tabletop to unexpectedly move in both the longitudinal and lateral directions without resistance (free float). The problem was discovered as the operator was positioning the pt. There was no report of a fall or injury. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.